Manufacturer narrative:
The product was requested for investigation. A preliminary investigation of the product was performed on (B)(6) 2022, and the control test result was 1.8 inr. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using a thromborel s reagent. The meter result was 6.4 inr. The laboratory result was 4.8 inr. The results were obtained within 3 hours. The patient's warfarin was stopped based on the laboratory result. The patient's therapeutic range is 2.5- 3.5 inr.

Manufacturer narrative:
The returned test strips were measured on reference meters with a high level control sample: testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation.